Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01710.related manufacturer reference number: 1627487-2019-05448.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01710. Related manufacturer reference number: 1627487-2019-05448. It was reported the patient turned off stimulation for two weeks and did not notice a change in pain relief. Physician re-assessed the effectiveness of therapy by turning off stimulation for additional six weeks. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01710. Related manufacturer reference number: 1627487-2019-05448. Additional information received indicated that surgical intervention was undertaken wherein the entire scs system was explanted. This addressed the issue.